Event description:
It was reported a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and had died while awaiting assisted living or nursing home placement after the ablation. In the post procedure unit, the patient's blood pressure was noted to have dropped. An echocardiogram was done and no acute changes were noted on the echo. The medical team thought that the blood pressure drop may have been related to anesthesia. The patient was to be discharged to rehab or a skilled nursing facility, but while waiting for placement the patient coded and died. No arrhythmia noted on patient¿s implantable cardioverter defibrilators (ICD). Physician doesn't think it was related to the ablation and was related to the patient's advanced age.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).